Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that an autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2024 with shortness of breath, chest tightness, labored breathing, bilateral lower extremity (ble) edema and use of home oxygenation. The patient had severe underlying respiratory disease prior to device implantation. The patient also had right ventricular failure at the time of admission. An echocardiogram was performed and captured lower limits of normal function and hyperdynamic systolic function. The heart failure was not device related. The patient was not a candidate for transplant due to severe pulmonary dysfunction, so care was withdrawn. The patient passed away on (B)(6) 2024. The device operated as intended. The death was not device related.